Event description:
It was reported that, after a pka surgery had been performed on (B)(6) 2021, the patient experienced lingering pain. This adverse event was solved with a revision surgery and conversion to tka on (B)(6) 2022, in which the following implants were explanted: porous femoral comp size 4-left medial, tibial anchor stem size 3-4, porous tibial tray size 3-left medial and tibial insert size 3-left med 9mm. The procedure was performed, after a significant delay, with a competitor device. Patient current heath status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. A visual inspection of the images provided did not reveal any defects that would cause the reported adverse event. The clinical/medical investigation concluded that, no supporting clinical documentation has been provided other than the 3 photos of explanted uni-knee components. Based on the limited information provided, possible contributing clinical factors to the reported lingering pain could not be definitively concluded. A malperformance of the prosthesis is not supported and it is unknown if the intructions for use was adhered to. The patient impact beyond the reported ¿lingering pain¿, revision/conversion to a competitor total knee arthroplasty with an extended (>30 minute) surgical extension for uni-component explantation cannot be determined. No further medical assessment can be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for engage partial knee system revealed that the patient should be advised to report any pain and unusual incidences has been identified in adverse effects and complications. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was identified due to a spike in the complaints where a revision surgery was performed, and determined that the primary root cause is: insufficient surgeon and medical education training program. Furthermore, there were limited resources available to engage to complete a more detailed surgeon training program. The following actions will be performed: build robust sales training and medical education program for engage products, deliver training to active surgeon users and hold quarterly surgeon training events. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. A visual inspection of the images provided did not reveal any defects that would cause the reported adverse event. The clinical/medical investigation concluded that, no supporting clinical documentation has been provided other than the 3 photos of explanted uni-knee components. Based on the limited information provided, possible contributing clinical factors to the reported lingering pain could not be definitively concluded. A malperformance of the prosthesis is not supported and it is unknown if the instructions for use were adhered to. The patient impact beyond the reported ¿lingering pain¿, revision/conversion to a competitor total knee arthroplasty with an extended (>30 minute) surgical extension for uni-component explantation cannot be determined. No further medical assessment can be rendered at this time. A review of the production records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for engage partial knee system revealed that the patient should be advised to report any pain and unusual incidences has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action may be indicated